Event description:
Information received indicates that the administration sets had micro bubbles forming in soft tubing segment. Air in line alarms occurred.

Manufacturer narrative:
Product was not returned. Complaint could not be confirmed. This MDR is being submitted as part of a retrospective review for reportability.